Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 410 mg/dl, which she attempted to treat via bolus. Customer stated that the insulin pump timed out before the bolus could be delivered. Troubleshooting was able to correct the issue. The insulin pump was not replaced or returned for analysis.